Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue. In addition of the above evaluation, the front enclosure and rear enclosure will need replaced due to crack. The oxygen blending module whisper cap is glued to the oxygen blending module housing and oxygen blending module inlet will need replaced, which was not related to the malfunction/issue.